Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. No samples were returned to the manufacturing site for evaluation however one photo was provided for review. The photo was examined, and leaking was detected on the cross spike. As part of continuous improvements, a corrective and preventative action (CAPA) has been opened. The root case and action plan will be documented through the CAPA¿s formal investigation. This complaint will be closed with no further action and will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the enplus spike with flush bags are leaking.